Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was also a no button error alarm. The following cosmetic damage was also noted on the unit: minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she received a button error alarm on her insulin pump. Her blood glucose at the time of incident was 500 mg/dl. No symptoms of high blood glucose values were reported. The customer recalls the pump potentially being exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.